Event description:
It was reported by a customer that on (B)(6) 2011, there was no aiming beam from the fiber and when the doctor used the vapor mode it was flashing like it was in coag mode at 207 joules. No patient injury was reported.